Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will turn on but cannot turn off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 17th december 2013 and performed to specification up to the 20th december 2015. On the 21st december 2015 the device was manually powered cycled multiple times. On each of the power cycles on this date, the device fails to record a duration for the power on, indicating the device had not been shutdown correctly. The device was again power cycled multiple times on the 24th december 2015, on this date the device recorded duration of under 1 minute for each power on. This indicates the device had been shutdown correctly. The device then performed as expected up to the final history log entry on the 3rd january 2016. The user accessible memory was erased prior to the 11th december 2015. The returned pad-pak was inserted into the device. The device passed an auto self-test and was manually power cycled, however on power up the device gave a "warning, child patient" prompt with an adult pad-pak installed. The device powered off successfully with no warnings given. The device was tested on calibrated equipment. The device delivered a shock without fault. The device was then disassembled for investigation. Investigation found the fault was due to adverse storage conditions. Corrosion was found on the membrane tail during the investigation, mainly on track 13 (on button). Furthermore a reed switch failure was found. Failure of the reed switch resulted in the device giving incorrect "child patient" prompts with an adult pad-pak installed. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. The device was capable of delivering therapy however the shock energy may have been reduced for higher impedance patients due to the device powering up in peadiatric mode.